Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap colon resection procedure, the surgeon fired the stapler and it would not open and release from the bowel. The surgeon had to open the pt, cut on both sides of the stapler to get it to let go. They used 2 more staplers to seal the area. The procedure is currently in progress. The device along with the cartridge will be returned.